Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the receiver turns off intermittently. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The receiver log was downloaded and reviewed, no errors were observed. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. Battery measurements were taken and they were within specification. The reported event of unexpected receiver shutdown was not confirmed. A root cause could not be determined.